Event description:
During a surgical procedure, the knife electrode would not lock into the elite working element. As a result, the pt's bladder was perforated. The pt was sent to an overnight facility for observation, but was discharged the next day with no complications.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.